Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.